Event description:
It was reporter that during pt positioning in preparation for a procedure, the pt was asked to move laterally on the table tip. The pt used feet to lift their hips. During this movement the extended portion of the table top under the pt's feet broke. The pt weighed (B)(6) lbs. The pt did not fall. No injury was reported.